Event description:
A patient underwent hybrid ablation (convergent) with concomitant left atrial appendage exclusion (laae). The patient experienced cardiac arrest upon capture of the laa with the atriclip device. The patient had a pre-existing stent in the circumflex artery and the physician noted that the use of co2 insufflation may have contributed to the arrest. The patient was stabilized with nitroglycerin and brief chest compressions. The laa was recaptured with the atriclip device and successfully deployed. There were no further reported complications. This was a procedural complication with no reported device malfunction.

Manufacturer narrative:
(B)(4). The pro240 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
A patient underwent hybrid ablation (convergent) with concomitant left atrial appendage exclusion (laae). The patient experienced cardiac arrest upon capture of the laa with the atriclip device. The patient had a pre-existing stent in the circumflex artery and the physician noted that the use of co2 insufflation may have contributed to the arrest. The patient was stabilized with nitroglycerin and brief chest compressions. The laa was recaptured with the atriclip device and successfully deployed. There were further reported complications. This was a procedural complication with no reported device malfunction.